Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and checked the unit. The fio2 (fraction of inspired oxygen) was calibrated and blending accuracy test was ran. The fio2 was tested at 21%,30%,60%,90% and 100%. All testes within specifications. Performance test was done and the unit passed all test and runs according to OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the avea ventilator experienced low fio2 alarm. The customer confirmed that there was no patient involvement associated with the reported event.